Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Combination product ¿ yes. Corrective action has been initiated for the reported issue. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of the complaint history determined the event is likely related to a supplier packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the sterile barrier was compromised prior to opening the cement. When the packaging was opened the cement powder spilled out. The cement was not used and the surgery was finished with another batch. No delay or patient consequence was reported. No further information is available at this time.